Event description:
The customer stated that they ran 2 samples together. The first sample had an anti-d and the second sample also had a positive screen (previously had been negative). They ran panels on both and the first sample was anti-d and the second sample was cell 1= 4+, cell 2= 3+, cell 3= 2+, cell 4 = 1+. The second sample was run independently and it was all negative, confirmed on the bench. The left probe seemed to have plasma colored crystallization on it. Critical parameters were checked during a fsr and parts that may have an adverse effect were replaced. Images of result camera settings were reviewed as well as result images of sample in question and subsequent sample. The camera settings were found to be out of range but can not be causative for the reported problem due to clear cut positive reactions on cell # 1 and #2 for the abs positive as well as for the subsequent mock-sample (saline). The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer stated that they ran 2 samples together. The first sample had an anti-d and the second sample also had a positive screen (previously had been negative). They ran panels on both and the first sample was anti-d and the second sample was cell 1= 4+, cell 2= 3+, cell 3= 2+, cell 4 = 1+. The second sample was run independently and it was all negative, confirmed on the bench. The left probe seemed to have plasma colored crystallization on it. Critical parameters were checked during a fsr and parts that may have an adverse effect were replaced. Images of result camera settings were reviewed as well as result images of sample in question and subsequent sample. The camera settings were found to be out of range but can not be causative for the reported problem due to clear cut positive reactions on cell # 1 and #2 for the abs positive as well as for the subsequent mock-sample (saline). Two customer samples had been provided and were re-tested for potential carryover. The first sample was found to be abs negative whereas the second sample was found to react 4+ with cell # 1 and 2 and neg. With cell #3 of biotestcell p3. Carryover from the second complaint sample into a subsequent, known negative sample could not be confirmed at bmd. All subsequent samples reacted clearly negative with all test cells at our facility. The reported problem does not seem to be linked to the instrument performance. We believe sample specificities to be the most likely root cause for the reported problem. If it is not the high antibody titre of the complaint sample (4+ reactions with cell # 1 and 2 at the customer site as well as at bmd) that induced the carry-over, the problem could equally be linked to other sample characteristics that may have changed during shipment and storage of the biological material. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.

Manufacturer narrative:
This is our final report on this incident.